Manufacturer narrative:
(B)(4). D10: medical product: psn fem cr cmt ccr nrw sz 5 l: catalog#42502005801, lot#66096084; tibia cemented 5 degree stemmed left size c: catalog#42532006401, lot#67133551; canary tibial ext 14x30mm: catalog#43557003014, lot#038743; all poly patella cemented 32 mm diameter: catalog#42540000032, lot#67485879; biomet bc r 1x40 us: catalog#110035368, lot#au11cd0304. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced decreased range of motion and underwent a manipulation under anesthesia procedure approximately two (2) months post-implantation due to arthrofibrosis. Attempts have been made and no further information has been provided.